Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted. Surgery was completed with a back-up device.

Event description:
Healthcare professional reported during implantation surgery implant started leaking. Device was not implanted and surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: no broken device observed. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, during implantation surgery. Implant started leaking. Device was not implanted. And surgery was completed with a back up device.